Event description:
On at least three occasions within one week, we received report of events from surgeons who were using the stryker core sumex cranial drill. The surgeons reported that the hand piece on the drill became very hot, that the drill vibrated, and that the bit did not cut straight. Each time, the drill required removal from the surgical field and a substitute drill was used to complete the procedure.what was the original intended procedure?the original intended purpose was to use the drill to make holes in the patient's skull at the beginning of the operating room procedure (used exclusively in neurosurgery).device #1is this a laboratory device or laboratory test?no.